Event description:
It was reported that the right monitor on the 9900 system went blank during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were re-seated. The software was installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.